Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported that the up arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button had an intermittent response due to contamination in the bolus button. The keypad was worn and the contrast and ok symbols were illegible. There was no evidence of peeling or tearing of the keypad. The contrast and up arrow buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the complaint, there was a crack found in the battery compartment. The battery cap was not returned with the pump, so a test cap was used for testing. There was moisture observed inside the battery compartment. The pump failed the leak test due to the crack in the battery compartment. There was no other evidence of moisture found inside the pump when it was opened for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.